Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was taken to the emergency room due to hyperglycemia, with blood glucose levels over 600 mg/dl. The customer was spilling ketones and had an upset stomach as well. Troubleshooting was performed, and the insulin pump did not pass the prime test. The caller also stated that the insulin pump motor was not making a sound, and also rewound very slowly. Advised the caller that the insulin pump would be replaced. Nothing further was reported.